Event description:
It was reported that the patient returned with the report that while there may have been some slight improvement with nasal discharge & sinus infection, it still persists. Cbct shows some patchy in the inferior aspect of the right maxillary sinus adjacent to where the implant at tooth location #3 and graft were recently placed. Given that the patient has had several courses of antibiotic without resolution, the doctor recommended that they remove the implant, graft and plan to return in the future once the infection in the sinus has resolved. The patient returned and the implant was removed with reverse torque. Socket curetted & irrigated. Noted bony roof to the implant site, no direct, open communication to the sinus.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.